Event description:
Info received indicates the bed has no electrical ground.

Manufacturer narrative:
The hill-rom tech found the ground pin broken from the plug. The tech replaced the ac plug to repair the bed.